Event description:
Procedure type: stress urinary incontinence. According to the reporter: the pt alleged injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Tracking number: (B)(4). Additional information: product lot number, cat number and expiration date. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.